Event description:
This tlc75 was returned to sterilization without an ees number, before being sent back for analysis. It was reported that (1) device was used during an unknown procedure. Awaiting info from affiliate as checklist event was not readable. 08/03/1999 message from affiliate. The surgeon used a tlc75 to close an ileostomy. The first firing to construct the side to side anastomosis worked well, apparently. The second firing to staple across the top and remove the mucocutaneous junction apparently fired easily but the proximal 3 cms of the staple line were found to be open despite the distal portion of the bowel being cleanly transected. Therefore dr applied a third cartridge across the top of the ileostomy removing a further bit of bowel and still the proximal 1cm remained open. This was therefore closed by hand. Overnight the pt bled one litre of fresh blood per rectum obviously arising from the staple line and the surgeon suspects the first staple line was not haemostatic. The pt rec'd a blood transfusion as a result of bleeding.